Event description:
This supplemental report is being filed to provide additional information that the patient had another inappropriate shock due to t-wave oversensing via reduced intrinsic amplitudes. The shock occurred while the sensing vector was set in primary, just like the previous shocks. Technical services advised to program the sensing vector to a different one. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic amplitudes. The patient had taken cocaine at the time of the episode. The doctor elected not to make any programming changes. This is considered a serious injury as this is the second inappropriate shock. There were no additional adverse patient effects.

Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic amplitudes. The patient had taken cocaine at the time of the episode. The doctor elected not to make any programming changes. This is considered a serious injury as this is the second inappropriate shock. There were no additional adverse patient effects.